Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a reading from his adc blood glucose meter that was lower than a subsequent reading received by a healthcare provider. Caregiver noted she ¿did not know the glucose measurement during the medical event¿ but indicated the reading received was reportedly ¿100 mg/dl¿ less than the hcp reading. It was further reported that on (B)(6) 2017 in the morning, around 11:00, customer received an unspecified reading. Later in the day, some time after 15:00, customer began to feel ¿bad¿, experiencing ¿discomfort, a headache and confusion¿ so he self-presented to an emergency room where he was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported customer received a reading from his adc blood glucose meter that was lower than a subsequent reading received by a healthcare provider. Caregiver noted she ¿did not know the glucose measurement during the medical event¿ but indicated the reading received was reportedly ¿100 mg/dl¿ less than the hcp reading. It was further reported that on (B)(6) 2017 in the morning, around 11:00, customer received an unspecified reading. Later in the day, some time after 15:00, customer began to feel ¿bad¿, experiencing ¿discomfort, a headache and confusion¿ so he self-presented to an emergency room where he was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent injury associated with this event.